Event description:
A surgeon reported a pt that had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Add'l info was requested by fax and mail on 04/13/2012 and 04/20/2012. A completed questionnaire has not been received. (B)(4).